Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise of pacing impedances from 500 ohms to 1400 ohms, remaining within normal limits. Technical services (ts) noted an increase in high capture threshold values. Ts recommended programming enhancements. Additionally, it was mentioned that an echocardiogram and further monitoring would be performed. This rv lead was explanted and replaced and has not been returned for analysis. No additional adverse patient effects were reported.